Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the propeller was removed with the cable inside the sheath when trying to insert the lead, however the rv lead would not come out of the sheath, the cable was pulled back, and it was observed that the propeller was out. Subsequently, another rv lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the propeller was removed with the cable inside the sheath when trying to insert the lead, however the rv lead would not come out of the sheath, the cable was pulled back, and it was observed that the propeller was out. Subsequently, another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a bent in the helix. The helix returned extended and dried body fluid was noted in the helix housing. A stylet insertion test passed, indicating there was no blockage in the lumen. Laboratory testing concluded that the bent helix was the most probable cause of the reported clinic observation. Correction: h6 codes added.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the propeller was removed with the cable inside the sheath when trying to insert the lead, however the rv lead would not come out of the sheath, the cable was pulled back, and it was observed that the propeller was out. Subsequently, another rv lead was successfully implanted. No adverse patient effects were reported.